Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed which observed a leak at port 2, spike port bonding area. Functional testing was performed using tap water and a leak was confirmed at the middle spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however,a possible cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. This was discovered during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.